Event description:
It was reported that the pt experienced low blood glucose levels and denied any associated symptoms. The pt self treated with soda and did not require further medical intervention. He pt reportedly tightened the cartridge cap while his infusion set was connected to his body prior to suffering the low blood glucose levels.

Manufacturer narrative:
The pump was not returned to animas. If the pump is returned, an evaluation will be conducted and a supplemental report will be filed. The pt reportedly tightened the cartridge cap while the pump was operating and the infusion set was connected to his body. The user guide warns against tightenings the cartridge cap while the infusion set is connected to the body as doing so can result in unintended delivery of insulin. In addition, the pt believes he may have dosed himself with too much insulin prior to suffering low blood glucose levels.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked cartridge compartment and a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A damaged pump is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.